Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be atrial fibrillation with rapid ventricular response. During shock delivery the ICD displayed code 1005, indicative of an open circuit condition. Review of the device data indicated that the shock impedance had been gradually rising over time. The physician elected to adjust the programmed therapy zones in order to prevent inappropriate therapy in the future and was considering the option of additional defibrillation threshold testing. Additional information received indicated that both the ICD and lead were replaced. No additional adverse patient effects were reported. The ICD was returned for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be atrial fibrillation with rapid ventricular response. During shock delivery the ICD displayed code 1005, indicative of an open circuit condition. Review of the device data indicated that the shock impedance had been gradually rising over time. The physician elected to adjust the programmed therapy zones in order to prevent inappropriate therapy in the future and was considering the option of additional defibrillation threshold testing. Additional information received indicated that the lead was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be atrial fibrillation with rapid ventricular response. During shock delivery the ICD displayed code 1005, indicative of an open circuit condition. Review of the device data indicated that the shock impedance had been gradually rising over time. The physician elected to adjust the programmed therapy zones in order to prevent inappropriate therapy in the future and was considering the option of additional defibrillation threshold testing. Additional information received indicated that both the ICD and lead were replaced and are expected to be returned for analysis. No additional adverse patient effects were reported.